Manufacturer narrative:
The reported driver was neither returned or identified. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck components) or products ( biomet 3i implant drivers). Therefore, based on the available information, device malfunction has not occurred. However, the functionality of the reported driver could not be verified without its return for testing and the reported event could not be verified. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device was discarded.

Event description:
It was reported that during implant placement an unknown zimmer biomet driver could not release from the implant. Procedure was unable to be completed.